Event description:
Boston scientific received information that the left ventricle (lv) lead was dislodged. Thus, the device was reprogrammed. The lead remains implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that this left ventricular (lv) lead was explanted and was replaced with a non-bsc lead. The lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.